Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20/-30.

Event description:
The customer observed a false positive architect sars-cov-2 igm result for one patient. The following data was provided (reference range: >/= 1.00 index (s/c) is positive): initial result = 9.22 index (s/c), repeat = 9.55 index (s/c). The patient is negative with rapid test device abbott igg/igm no impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 22167fn00 did not show any potential non-conformances, or deviations. In-house sensitivity and specificity testing for reagent lot 22167fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. The customer reported false positive results for a patient when testing was performed with architect sars-cov-2 igm, lot 22167fn00 compared to negative results with an abbott rapid igg/igm test device. The customer could not provide any further information; the only abbott rapid igg/igm test is panbio covid-19 igg/igm. In this case no specific patient history was provided. It is not possible to directly compare the architect and rapid test assays as they use different test methodologies. In addition, the abbott panbio igg/igm rapid test detects antibodies directed against the nucleocapsid protein of the covid-19 virus, while the architect assay is based on spike protein. Per summary and explanation section of the architect sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igm reagent lot 22167fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified.